Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and meshes were implanted along with concurrent cystoscopy, operative laparoscopy, laparoscopic enterolysis (freeing of intestinal adhesions), laparoscopic approach to revision of prior vaginal prosthetic implant (revision of prior sacrocolpopexy mesh), laparoscopic colpopexy (abdominal sacral colpopexy utilizing prior sacrocolpopexy meshes), repair of umbilical hernia, posterior colporrhaphy and perineorrhaphy due to recurrent post hysterectomy vaginal vault prolapse, cystocele, rectocele, enterocele sui, hypermobile urethra and umbilical hernia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a transvaginal enterocele repair and posterior colporrhaphy, due to rectocele and enterocele on (B)(6) 2009. No additional information was provided.